Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old female patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci) of the left anterior descending artery (lad) and left circumflex arteries. During the procedure, the patient progressed to biventricular failure. The patient decompensated during initial intervention after the cp had been placed. The patient went into a brief cardiac arrest and after return of spontaneous circulation (rosc), right ventricular (rv) failure was noted. The decision was made to place an impella rp flex for stabilization. The patient continued to have multiple runs of ventricular tachycardia (vt)/ventricular fibrillation (vf) requiring shocks, after the placement of the rp flex. After the second shock, there was a placement signal not reliable alarm on the impella rp flex. The patient was taken to the intensive care unit (ICU). After six hours on impella support, the family withdrew care and the patient expired. The impella cp functioned at p-6 at 2.6 l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in biventricular heart failure, complicated by stage e shock, dependent on multiple mechanical circulatory support devices, and vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.